Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot#: 0207059884, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead; product ID: 37081-40, lot#: njb138009v, implanted: 2013, explanted: (B)(6) 2018, product type: extension. Product ID: 97791, lot#: unknown, product type: accessory. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45 lot#: 0207059884 serial#:; implanted: on (B)(6) 2013; explanted: on (B)(6) 2018; product type: lead; product ID: 37081-40 lot#: njb138009v serial#: implanted: on (B)(6) 2013; explanted: on (B)(6) 2018; product type: extension; product ID: 97791; product type: accessory; h3: analysis of the lead (s/n: (B)(4) found the conductors to be broken at the injex anchor site. Analysis of the extension (s/n: (B)(4) found no anomalies. H6: fdc 4315 pertains to the lead (s/n: (B)(4) and fdc 67 pertains to the extension (s/n: (B)(4). Fdm 10 pertains to the lead (s/n: (B)(4) and extension (s/n:(B)(4). Fdr 3252 pertain to the lead (s/n: (B)(4) and fdr 213 pertain to the extension (s/n: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 13-may-2017, UDI#: (B)(4); product ID: 37081-40, ubd: 13-may-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a return of symptoms. Factors that may have led or contributed to the issue was not known. Diagnostics/troubleshooting performed was a reprogramming but also an x-ray. No interactions were taken to resolve the issue. The issue was resolved but a surgical intervention occurred as high impedance and end of service (eos). A new system was implanted. No further complications were reported/anticipated.